Manufacturer narrative:
The device was not returned for evaluation. The user reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 - 45. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that, when changing the patient's clothes, she noticed that the pod was off. The patient's blood glucose had read high (>500mg/dl) before it was realized that the pod was not connected. The adhesive was hanging off from the cannula to the middle of the pod. The mother stated that she could smell and feel insulin on her child's skin and does not think she received any of the correctional bolus given. It was unknown how long the pod was off, but was between a 6 hour window. The mother also stated that the cannula appeared a little bent when the pod was removed. Treatment included correction boluses, no carbohydrates, and water. The pod was worn on the abdomen for between 36 and 48 hours.

Manufacturer narrative:
The returned device was evaluated and no issues were noted that would result in high blood glucose levels or cause the cannula to become dislodged from the infusion site. No bend or kink was observed in the cannula. Due to the adhesive pad having been removed, the original state of it could not be determined.